Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. The stem remains implanted.

Event description:
Legal counsel for patient reported that patient underwent a total right hip arthroplasty on (B)(6) 2008. Legal counsel reports patient allegations of pain, swelling, lack of mobility, metallosis, metal toxicity, damage to surrounding tissue and bone caused by inflammation, pseudotumors, and bone erosion. No revision has been reported. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Additional information received in the operative report noted patient underwent a right hip revision procedure on (B)(6) 2014 due to pain. Operative report noted a loose cup due to lack of bony ingrowth. The modular head, taper adapter, and acetabular cup were removed and replaced with a competitor cup system and biomet head.

Event description:
Legal counsel for patient reported that patient underwent a total right hip arthroplasty on (B)(6) 2008. Legal counsel reports patient allegations of pain, swelling, lack of mobility, metallosis, metal toxicity, damage to surrounding tissue and bone caused by inflammation, pseudotumors, and bone erosion. No revision has been reported. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." And ¿material sensitivity reactions.¿ this report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. This report is number 3 of 4 mdrs filed for the same event (reference 1825034-2014-00947/-00948/-00949/00950).